Event description:
It was reported that a review of remote transmission showed the device delivered an inappropriate anti-tachycardia pacing (atp) therapy for misclassification of supraventricular tachycardia (svt). No programming changes were made. There were no patient symptoms reported.